Event description:
It was reported that, trial tibial insert size #2 - 9mm cracked as the doctor was pounding it in place.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.